Event description:
The patient reported that the start button came up on its own. Patient heard the click initially and the start button stayed down. This was about 11am. At around 1230pm the patient pushed in the bolus ready and the bolus delivery twice, shortly after doing the two bolus clicks, the start button came up. The patient stated that she did not accidentally press the needle release button.